Event description:
Patient reported right side right-side "rupture" of a saline implant and exchange from textured to smooth. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of a050401 - fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: saline implant "rupture," exchange from textured to smooth

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening on posterior, crease fold, brown particles on the surface of the shell, fluids. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side right-side "rupture" of a saline implant and exchange from textured to smooth. Device was explanted and replaced.